Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficult to remove the clip delivery system (cds) from the steerable guide catheter (sgc) appears to be due to procedural circumstances as tissue was present on the clip during retraction and it potentially caused the clip to not fully close. However, a definitive cause for the reported tissue damage could not be determined in this case. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter is filed under a separate medwatch report.

Event description:
This is filed to report difficult removal and tissue damage. It was reported that on (B)(6) 2018, a mitraclip procedure was attempted to treat grade 4 degenerative mitral regurgitation (mr). The mean pressure gradient was 3mmhg. The steerable guide catheter (sgc) was inserted and the mitraclip delivery system (cds) was advanced to the mitral valve. There was no issue grasping; however, the mean pressure gradient increased to 7.5mmhg with each grasp. The clip was not implanted, and the mean pressure gradient returned to 3mmhg. When retracting the cds into the sgc, it only retracted half way into the sgc, the clip was caught on the guide tip. The devices were removed together. A shunt was noted in the septum, which was left untreated. No clips were implanted, mr remained at 4. Once the devices were outside of the patient, tissue was noted in the clip. Once the tissue was removed, the cds retracted fully from the sgc. No damage was noted on the soft tip of the guide. There was no reported clinically significant delay during the procedure. No additional information was provided regarding this event.